Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/12/2013 with the following results: testing was unable to duplicate the complaint during the investigation. The tdd¿s add up correctly to reflect the users programmed basal rates. There were no alarms related to the complaint in the black box or alarm history, only typical usage was observed. Successfully performed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. Pump passed a 29hr flow accuracy test successfully. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the hospital with diabetic ketoacidosis with a blood glucose (bg) of 550mg/dl with nausea, vomiting, abdominal cramps, rapid heart beat, severe/moderate increase thirst, frequent urination and dry mouth. The patient was treated with IV insulin drip. The patient disconnected themselves from the pump while in the hospital. The patient decided to keep the site in place as they did not have other supplies in the hospital. The reporter stated that the patient¿s bg the day before was between 300 to 400mg/dl. They patient was treated with injections. The reporter stated that the patient has allergies and confirmed that the patient has been sick on and off for several months. The reporter stated that the patient is on pro air, albuterol and other inhalers for allergies that does affect the bg. The reporter reviewed the pump and confirmed all settings correct. The reporter stated that the pump will be resumed once the patient visits their healthcare professional. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.